Manufacturer narrative:
Added information to h6. Attempts to retrieve additional information were unsuccessful. The cause of the event cannot be determined.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 19mm aortic pericardial valve underwent a valve-in-valve procedure after an unknown duration of implant due to unknown reason. The procedure was performed with a non-edwards transcatheter valve. The device was not returned for evaluation as it remained implanted. No further information was provided by the doctor, such as model, serial number, implant duration, failure mode, diagnosis/symptoms, patient information, medical history, or causal relationship between the device and the event.